Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code belongs to the lead.

Manufacturer narrative:
Analysis found the stylet wire was bent and that the #0 conductor at the distal end of the lead were broken due to overstress/damage.

Manufacturer narrative:
Product ID: 977a275, lot# va1d1hf003, product type: lead.

Event description:
It was reported that ¿no stimulation results¿ were experienced during an epidural (thoracal) lead implant procedure and the lead was ¿faulty.¿ impedance testing was performed and found that ¿correct impedances¿ could not be measured; all eight contacts were found to be out of range. The lead contacts were cleaned, the physician programmer changed, and the multi-lead trialing cable replaced in subsequent attempts to resolve the issue, however each attempt was met without success. The lead was replaced as a result of the issue and ¿correct impedances¿ were measured immediately; the issue was resolved with lead replacement. There were no external factors reported to have led or contributed to the issue. The patient was alive with no injury at the time of report.